Event description:
It was reported that the pt experienced euphoria and decrease in blood pressure following a pump refill with prialt. A volume discrepancy was then noted. The expected reservoir volume was 8 ml; the actual reservoir volume was 0 ml. The pt also experienced increased baseline pain. The programming was noted to be correct. It was believed that a possible pocket fill occurred at refill the previous week. The event resolved after an unk date.

Manufacturer narrative:
.